Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and did not find screen block alerts in the alarm logs but did not duplicate the screen block alert. The ventilator passed extended self-testing (est), short self-testing (sst), calibrations, and performance verification testing (pvt).

Event description:
Covidien received information of the 840 ventilator went blank and displayed a screen block alert message. The malfunction did not occur during patient use.